Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue, replaced the coiled cable and the front end board to fix the issue and then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the date in the cardiosave intra-aortic balloon pump (iabp) kept changing. There was no patient involvement and no adverse event reported.